Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, in order to perform a device integrity test. The implanted device remains.